Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, prior to hemostasis of the right femoral artery, via vascular access through the right femoral artery, an arteriography was performed and showed contrast did not flow appropriately through the right external iliac artery. Intravascular ultrasound was used and confirmed there was a dissection. The physician used a 4 millimeter (mm) x40mm balloon to perform a long inflation and achieve reperfusion prior to hemostasis of the puncture site. Of note, the delivery catheter system¿s 18fr inline sheath into the artery that was originally measured to be 4.4mm at the puncture site might have contributed to the dissection. Four days following the valve implant, a re-percutaneous old balloon angioplasty (poba) was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26; serial number (B)(6); product type: heart valve; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.